Event description:
The caller states that the device's foot plate mounting screw is stripped and can not be tightened. The right side blue front rigging is the defective one. (B)(6) 2014 dealer called to confirm that footrest is broke by the footplate. Called in to process warranty replacement. 1122100 footrest asbly blue pair 9153641514.